Manufacturer narrative:
The insulin pump was received unable to prime unit during the prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump has minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported the insulin pump alarmed during prime. Customer's blood glucose was 11.4mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.